Event description:
It was reported that a flogard infusion pump¿s battery would not charge. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, power on self-test and an alarm log review was performed. During evaluation it was identified that the ac icon did not turn on when the pump was plugged into alternating current (ac). The cause of the malfunction was a blown ac fuse. The fuse was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.